Event description:
The duett pro sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the pt experienced a small hematoma. Treatment consisted of compression and was successful. The event was resolved and no further complications were reported.